Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. No test strips were returned. The returned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.